Manufacturer narrative:
Internal complaint reference (B)(4). H11: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a npwt, it was noticed that there was a hole on one (1) renasys tch 300ml canister that looked as if they had been punched with a hole punch on the edge of the package pouch. Therefore, the canister was not used. The treatment was resumed, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per further review device reported renasys tch 300ml canister 66801273 is not a sterile device, malfunction reported does not constitute a risk in related to sterilization, breach in the sterile barrier does not apply to this specific case. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.